Event description:
Dealer stated that the pail bracket on a 9630-1 commode broke while the end user was using the commode, causing the user to fall to the ground. Users daughter was there to rescue her.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.